Manufacturer narrative:
Testing of the returned speedicath catheter did not provide us with an explanation as to the cause of the incident reported. Eyelets were not sharp nor could sharpness be felt on the surface of the catheter. Therefore, the complaint could not be confirmed as reported. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Event description:
(B)(4), date of event: best estimate is (B)(6) 2011.according to the information received, it was reported that there was a catheter with sharp/rough eyelets.